Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. E1: (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issue on an unknown date as infusion set cannula had failed to remain adhered to the skin after just a few hours. The patient experienced significant infection on abdomen and a few hard nodules. The patient was taking antibiotics as a treatment.